Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a communication alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: multiple call service 060 alarms were observed in the alarm history. The pump powered on to a blank screen. Moisture damage was found on the printed circuit board.